Manufacturer narrative:
One catheter was received. The tubing was found to have separated from the catheter just below the inverted triangle portion of the overmolded extension set. This area of separation had jagged edges that were visible to the naked eye at a distance of 8-12". A yellow substance was present in the catheter and on the catheter tubing near the area of separation. Some fibers that may have been part of the dressing were found stuck to the catheter. These may have been residue from infusates and dressing. The jagged edge present at the area of separation is characteristic of the application of undue force to the catheter, such as excess tensile (pulling) force or pressure. Potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
Bedside rn found PICC line broken at disc. Remainder of catheter was left intact. Line removed from patient without difficulty. The line was not secured with a mechanical stabilization device. The PICC was secured/dressed with tape. Tpn was infusing through the line. No new PICC was placed.